Manufacturer narrative:
Medefil has requested more info to the customer to have a better understanding of the issue, its extend, and impact to the pt(s). We have also requested info about the saline product they mentioned in their e-mail to determine if this is a medefil product requiring investigation as well. Samples of the suspect product lots have been requested for testing. In addition, the retained samples have been tested for sterility per usp chapter <71> sterility tests both in tryptic soy broth of fluid thioglycollate media. Samples requested to customer on (B)(6) 2011 for sterility testing. Medefil is conducting sterility test on retain samples. No results and conclusion yet. Second report will be submitted through the MDR system to update and close out the report.

Event description:
On (B)(6) 2011, mr (B)(6), executive vice-president, (B)(6) informed mr (B)(6), vice president sales and marketing, medefil, inc, (B)(6) that they had became aware of an outbreak of (B)(6) in (B)(6). They are trying to find if there are any other reports received by medefil of (B)(6) infection from their product. Care point partners is trying to find the source of this infection and they are not sure if it has been caused by dressing change kits and/or potentially the normal saline I. V. Flush syringes and heparin I. V. Flush syringes. Mr (B)(6) notified that two common lots of medefil's heparin I. V. Flush syringes, 10 units/ml were used on these pts. The lot numbers are h10457n and h11139n. No more info available at the time of this report about dressing change kits and / or normal saline I. V. Flush syringes used on these pts.